Event description:
Related manufacturer reference number: 2017865-2021-29766. It was reported that the patient experienced fatigue and ¿fogginess¿ and presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operations due to communication with the merlin at home transmitter and the right ventricular lead exhibited noise. The patient presented in clinic on 02 sep 2021. Noise was reproducible in clinic and a twist or tight bend was noted on the lead above the device in the pocket. The lead was otherwise electrically normal. A device download was performed, and the device was restored from backup operations. Further programming changes were made to mitigate the noise. The patient was stable post event.